Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a follow-up report when our investigation is completed.

Event description:
During testing by a zoll medical service tech, the device displayed a "pacer fault 117" message. There was no patient involvement in the reported malfunction.